Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided files revealed: on (B)(6) 2023, a dtf was performed by inducing a vf by a shock on t wave o a first shock (programmed at 32j) was delivered 22,9 j by the ICD with a shock impedance at 189 o a second shock (programmed at 42j) was delivered 31,9j by the ICD with a shock impedance at 162 o none of these shocks stopped the vf. O for both shocks, the total energy wasn¿t delivered due to a shock impedance superior to 150 o an external shock was delivered and stopped the vf - no overconsumption was recorded. - between (B)(6) 2023, right ventricular lead impedance is stable within normal range. Rv and svc coil impedance are slightly fluctuating within normal range.

Event description:
Reportedly, a dft was undertaken on the (B)(6) 2023. Two shocks were unsuccessful at 32j and at 42j and a rescue shock was delivered by external defibrillator. Low energy was delivered and both shock impedances were relatively high.

Event description:
Reportedly, a dft was undertaken on the (B)(6) 2023. Two shocks were unsuccessful at 32j and at 42j and a rescue shock was delivered by external defibrillator. Low energy was delivered and both shock impedances were relatively high.

Manufacturer narrative:
Please refer to the attached report -review of the provided data revealed due to a high impedance shock, the energy shock was partially delivered. Based on available data, no issue is suspected on the ICD device. The proper function of the ventricular lead should be assessed.